Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn and broken. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) tip cover accessory. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) tip cover accessory (tip cover) tear was located at the edge. Isi received the tip cover accessory and investigation found tearing at the mouth where the scissor tips exit. Tears measuring 0.181¿ to 0.018¿ in length were axially aligned with the tip cover. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An additional investigation was completed to determine the cause of this reported event. Verification of the event details via system logs cannot be performed because the accessory's usage is not present in the logs. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. DHR review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue. This issue can be resolved by using an alternate tip cover accessory to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101) via risk ID 49.15.